Event description:
The customer contacted physio-control to report that their device powered itself off during use with a patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control downloaded the electronic records from the device for review. Upon review of the electronic records, physio-control was able to verify that the device had lost power unexpectedly multiple times during the reported event; however, the cause of which could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered itself off during use with a patient. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.